Event description:
Technician found when brake system activates, the wheels are holding, but the complete caster swivels.

Manufacturer narrative:
Technician removed brake casters and replaced to resolve issue. Casters were worn.